Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) causing the device to no longer function as intended. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.